Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts pulled proximally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80-90% stenosed, 30mmx2.5mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After a 3.5 6f extra back-up catheter was engaged in the left coronary artery coaxially and a non-bsc guide wire crossed the lesion, a 2x12 maverick balloon catheter was advanced for pre-dilatation. Following pre-dilatation, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross. Subsequently, the device was maneuvered with a buddy wire but it still failed to cross. Upon removal, it was noted that the distal edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 51 years old.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80-90% stenosed, 30mm x 2.5mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. After a 3.5 6f extra back-up catheter was engaged in the left coronary artery coaxially and a non-bsc guide wire crossed the lesion, a 2 x 12 maverick balloon catheter was advanced for pre-dilatation. Following pre-dilatation, a 2.50 x 32mm promus element drug-eluting stent was advanced but failed to cross. Subsequently, the device was maneuvered with a buddy wire but it still failed to cross. Upon removal, it was noted that the distal edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.